Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a taxus express2 5.0x16mm drug eluting stent to the 60% stenosed lesion located in the moderately tortuous and mildly calcified, ostium of the left main (lm) artery, in the middle of the left anterior descending (lad) artery and left circumflex (lcx) artery. While deploying the taxus stent at 16 atms to the ostial lm, the stent came off of the stent delivery system (sds). Angiography revealed there wasn't a stent in the lm lesion. At this point the physician thought that the stent may be in the guide catheter and carefully withdrew the guide and the sds. When they reached the humerus artery, significant resistance was encountered and the physician deployed the dislodged stent at 20 atms. The procedure was completed by deploying a taxus express2 4.5x16mm drug eluting stent to the ostial lm successfully. No patient complications were reported. Patient status post procedure is noted as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.